Event description:
It was reported that after the implant of an implantable pulse generator (ipg) system the patient's blood pressure precipitously dropped into the 40's and the patient was not able to be resuscitated. A cause of death was requested and reported as cardiac arrest and pulseless electrical activity (pea).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID a2dr01 implanted: (B)(6) 2013; product ID 5086mri52 implanted: (B)(6) 2013. (B)(4).